Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be due to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and placed in a2/p2 position. After the clip was deployed, within 2 -3 minutes, mr returned to 4+ and it was noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician believed it was due to the tension between the clip and the leaflets. Two additional clips were implanted for stabilization, reducing the mr to 2. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in satisfactory and stable condition. No additional information was provided.